Event description:
The customer reported a collimator iris too large error message. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The fluoro functions board and the mainframe passive backplane were replaced. The system was then found to be operating as intended.